Event description:
Information received from the field notes that during a clinical follow-up, the device exhibited premature eol/rrt. The patient was not pacemaker dependent and experienced no symptoms. The device was pacing and sensing properly.